Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Before battery replacement, monopolar impedance on the left at contact 2 was 2,142 ohms and contact 3 impedance was 2,107 ohms. Monopolar impedance on the right at contact 8 was 2,035 ohms. After battery replacement, the monopolar impedance on the left at contact 2 was 2,138 ohms and at contact 3 impedance was 2,122 ohms. Monopolar impedance on the right at contact 8 it was 2,050 ohms.

Event description:
It was reported, by the manufacturer representative (rep). That the patient had impedance issues on contacts 3 and 2 on the left and contact 8 on the right. The rep saw this, while running an impedance test in pre-op. The patient was not programmed to use these contacts. The rep notified, the surgeon before the battery replacement and they were aware of this. After replacing the battery, the impedance issues remained stable. There was no known cause of the impedance issues. No troubleshooting was performed. The problem was not resolved by the time of this report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: activa, product ID: 3708660 (serial#: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2020, brand name: activa, product ID: 3389s-40 (lot#: va25ug1), product type: 0200-lead, implant date: (B)(6) 2020, brand name: activa, product ID: 3708660 (serial#: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2020, brand name: activa, product ID: 3389s-40 (lot#: va24m5p), product type: 0200-lead, implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.